Event description:
Abbott freestyle libre 3 plus cgm sensor gave inaccurate low readings then failed its internal self-test and gave replace sensor message after less than 20 hours of its claimed 15 day lifespan. Abbott required return of the product and provided a replacement.